Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the ez45b instrument anvil would not open, narrower than original design (cutting/stapling were correct). Another instrument was used to complete the case. There was no consequence to the pt.